Event description:
Caller reported an issue with incorrect pump time settings. Blood glucose levels were not adversely impacted as they remained within normal range. Technical support assisted caller in updating pump time and advised monitoring any further discrepancies, which caller understood and acknowledged.